Event description:
Pt arrived in pacu and required pain meds. The clave port on the IV tubing was defective--the needle port inside the clave was pushed down into the barrel. The IV tubing was traded out with a new set and meds were given. No harm was done to the pt. No air got into the tubing.